Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and blepharospasm ("eyelid twitching/ I used to slap myself a bit in the eye."). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain and blepharospasm outcome was unknown. The reporter considered blepharospasm and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information updated. Events: eyelid twitching/ I used to slap myself a bit in the eye were newly added. Event adverse event deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and blepharospasm ("eyelid twitching/ I used to slap myself a bit in the eye."). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain and blepharospasm outcome was unknown. The reporter considered blepharospasm and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adverse event ("I have been suffering "symptoms" since 2008"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain and adverse event outcome was unknown. The reporter considered adverse event and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: I have been suffering symptoms since 2008. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.